Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that there was a water leak at the connection between the bag spike and the water feedset tube of an mr290 autofeed humidification chamber. This was found after 4 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection. The chamber was connected to a water bag to test for leaks. Results: a drop of water began to build at the connection between the feedset tube and the waterbag spike. It was found that there was a sufficient amount of glue at the spike and feedset tube connection. A lot check revealed no other complaints of this type for lot number 120609. Conclusion: there was a sufficient amount of glue at the spike tubing connections; however, the glue was partly bonding and we are unable to determine the cause. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during testing. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).